Event description:
Caller reported difficulty pressing the pump's quick bolus/wake button, which made it hard to turn on the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on temporary measures to keep the screen on. Customer reverted to an alternate method of insulin delivery.